Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while charging the pump battery and pump shut off. Customer replaced usb cable to resolve the charging issue. There was no reported adverse impact to customer's blood glucose.